Event description:
The nurse reported poor irrigation/aspiration. The nurse also confirmed that an unplanned anterior vitrectomy was performed due to a posterior capsule tear. The nurse stated the tubing was set up incorrectly. The company sales rep met with the staff and gave an in-service on the correct set up for the tubing. The nurse stated, there was no pt injury. The surgeon cancelled one case.

Manufacturer narrative:
The facility did not request service for the system. The company sales rep met with staff and gave an in-service on the correct set up for the tubing. The root cause of the pt event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. This report was mailed to the FDA on: 08/27/2009.